Event description:
The report indicated that approximately 15 min into bypass, leakage/foaming was noted from the gas outlet/vent area. The oxygenator was changed out in 66 seconds with no pt compromise.